Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 93953) leak" was confirmed during functional testing of the returned catheter. A liquid emission/leak was observed from the distal luer during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Visual inspection of the returned catheter was performed, and dried blood residue was observed on the balloons and the luered tubings. No physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The returned catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, no leak was observed from the catheter balloons. However, water emission/leak was observed from distal luer during the lumen crosstalk test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for quattro catheter with lot # 93953. Administration of sterile, cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient effect was observed.

Event description:
On (B)(6) 2021, a quattro catheter (lot # 93953) was placed into the patient's femoral vein for ivtm therapy. The reason for therapeutic ivtm was adrenal hyperplasia (ah-1). The catheter insertion was smooth and was placed in a single attempt. On (B)(6) 2021 (6:47 pm), the user observed an empty saline bag during the maintenance phase, and the thermogard xp ivtm system generated an "air trap" alarm. The user replaced the saline bag, and the ivtm treatment was resumed. On (B)(6) 2021 (4:46 am), the user noticed that the saline bag got emptied again during the normothermia phase, and the thermogard xp ivtm system generated an "air trap" alarm. The user placed the thermogard system in standby mode. The user noticed that the start-up kit (suk) tubing was intact, and the connections were secure. A potential leak from the quattro catheter and approximately 1000 ml of saline infusion was suspected. Per-user, the second saline bag got emptied at the end of the ivtm treatment; therefore, no further therapy was required. The quattro catheter was further used for delivering medication and was removed on (B)(6) 2021. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2021-00736 for the thermogard xp ivtm system.